Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin delivery was unreliable. No additional information was provided. No follow up from tandem technical support is expected by the customer.